Manufacturer narrative:
Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that battery of cardiosave intra-aortic balloon pump (iabp) is not charging.

Event description:
It was reported that before use on patient, battery of cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d9, d10, e1(event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the counterpulsator would not charge the batteries and that the power cable had been damaged. The wires were exposed. The power supply was not compatible with the cable connections. The fse replaced the ac power cord reel and the cart bulk power supply. Operational tests were performed with a positive outcome.